Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software product ID hh9020tdd lot# serial# (B)(6) implanted: explanted: product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal sufentanil via an implantable pump for non-malignant pain. The patient reported their handset kept coming up with an error. Patient stated 'it keeps telling me that there is an application error. It blanks out and restarts. There were a few times last time I went and had my pump refilled and between then and they called me today and I told them I've had probably about 10 notices of the same thing and it's getting worse. They told me to call medtronic to notify you that there's a problem with my handset.' Patient stated they had not used their handset for anything other than bolusing. Agent asked patient if they could clarify error messages, and patient stated they did not remember, but it comes up with a red screen and it restarts, and it burns up the battery. Patient also mentioned they got an alert that said 'excessive battery use' today. When agent inquired about event date, patient stated 'for a couple months. It started out as a rare issue every once in a while,' and state d the last time they saw their nurse at their pump refill and she said it had thrown 3 codes. Patient stated the nurse called in, and 'they said to restart it or do something,' but now there were a lot of codes, clarified as seeing the same code multiple times. Patient stated the nurse told them that they were told by technical services that 'it's a computer thing in the thing itself and they said it's rare and they didn't know what to tell her.' Patient later clarified seeing system application error something' but code unknown. Patient stated the system application error code was a red screen and 'it blanks out and then it starts.' Agent had patient connect to their pump and patient reported they were on lockout for 29 minutes. Patient stated 'the other day' the say 'no pump response,' and briefly saw that message on the call but connected without issue. While on the call, patient mentioned 'it's gotten real persnickety like it has to be in a certain spot now, and it didn't used to be quite so persnickety.' Patient stated if they moved, it will sit at a certain percentage and just sit. Agent inquired if there was a specific percentage that it seems to always sit at, but patient did not know, and stated 'sometimes it's at 50, sometimes it's 75, 80, it just clicks over. There's no rhyme or reason to it sometimes.' Patient mentioned they had an appointment coming up 'soon'. While on call, patient mentioned the nurse had read their pump logs before and mentioned 'she has said oh the alarm went off,' but the patient never heard it. Patient then mentioned they had a computer axial tomography (cat) scan and 'it tripped it,' and 'I knew it because I knew to check it with the personal therapy manager (ptm) and it was off and that's how I knew it wasn't working.'